Event description:
It was reported that a pt experienced an increase in spasticity, fever and rigidity. The pt had an MRI (date not provided) and was supposed to come into the clinic to have the pump checked after the test, but never did. The type of medication being administered via the pump was baclofen; concentration and daily dose being administered were not reported. The pt was on oral baclofen (dates and dosage not provided). A volume discrepancy was noted with an expected reservoir volume of 2.7 ml and an actual reservoir volume of 9 ml. The pump was replaced in 2008. The hcp indicated that he pt was doing fine.